Event description:
It was reported that the insertable cardiac monitor (icm) exhibited undersensing. No programming changes made were reported. The patient status was unknown.

Event description:
New information received states that the programming changes were made. The patient was stable throughout.